Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent dislodgement occurred. Following pre-dilation of a stenosed lesion, a 2.50 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the stent dislodged. The procedure was completed with another of the same device. No further patient complications were reported.